Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, the y1 crystal oscillator was open. The cause of the inability to charge the battery pack is the open oscillator. The root cause of the open oscillator could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it was unable to charge a battery pack.